Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd saf-t-intima¿ IV catheter safety system 24g x 0.75 in. Leaked after a successful venipuncture. When tested, it was observed that the catheter was perforated. The catheter then needed to be removed. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: since no sample displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR for lot number 7003629 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383313 with lot number 7003629 was manufactured on january 9, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 475 samples were taken by qa tech, for performed leak test between connections the product in final assembly, no leaks were found. Additionally all functional test meets specification criteria requested during manufacturing. Investigation conclusion: without defective sample or photo it is very difficult to determinate the root of cause; however; with the provided information from the customer this defect could be related to an incorrect activation of the device. If the device is not activated correctly it can cause a "sling shot" affect, sending the needle to his original position, which can result in catheter damage, causing leakage. We were not able to associate the reported defect to the mfg. Process we were unable to determine the exact root cause of the issue since no sample or photo was returned for evaluation.